Event description:
The ge oec 2800 uroview fluoroscopy system had a surge suppressor pcb failure.

Manufacturer narrative:
A ge oec service representative investigated the issue and it was reported that the surge suppressor pcb failed. The surge suppressor pcb was replaced. The system was tested and found to be operating as intended and released to the customer for use. No negative patient effect was reported due to this malfunction. The facility was unable to, or would not provide any patient information with respect to this issue. This system is located in another country.